Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that far r oversensing was reported on the implantable cardioverter defibrillator (ICD). No changes or intervention was reported. There were no patient consequences.

Event description:
New information received indicated that another re-occurrence of far r oversensing was noted on the ICD.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received indicated a re-occurrence of far r oversensing was noted on the implantable cardioverter defibrillator (ICD). No changes or intervention was reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received noted that programming changes were performed to resolve the issue. There were no patient consequences noted.